Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had placed a impella cp for a patient with history of cardiomyopathy and admitted in with ventricular tachycardia and hypotension. The cp was placed but as the patient was clamped down and the repo sheath was in the artery, the limb became ischemic. The team placed the external fem-fem bypass with a 5fr antegrade sheath. The limb was perfused. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.